Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer called to report that the insulin pump is shutting down overnight due to a battery issues. Customer stated that within 24 hrs of changing the battery the pump asks him to change the battery again. Customer stated that he has had to change the battery three times. Customer stated that the pump will just shut off without warning. Customer stated that the pump alarmed failed battery and power error the next day. Customer's blood glucose levels at the time of incident was 6 to 7 mg/dl. No significant events leading to the issue were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.